Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterus/ perforation (uterus)/I was told one of my coils had punctured the back of my uterine wall."), fallopian tube perforation ("perforation (fallopian tube)"), pelvic pain ("pain/pain"), raynaud's phenomenon ("autoimmune disorder type of disorder: raynauds syndrome") and systemic lupus erythematosus ("lupus") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), raynaud's phenomenon (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain / cramping"), systemic lupus erythematosus (seriousness criterion medically significant), hypertension ("blood or heart disorder/condition type: hypertension"), tachycardia ("blood or heart disorder/condition type: tachycardia"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and complication of device removal ("coils had punctured the back of uterine wall, and it took and hour and half to remove/complication of device removal"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, abdominal pain lower, raynaud's phenomenon, systemic lupus erythematosus, fibromyalgia, alopecia and complication of device removal outcome was unknown and the hypertension, tachycardia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, complication of device removal, fallopian tube perforation, fibromyalgia, hypertension, pelvic pain, raynaud's phenomenon, systemic lupus erythematosus, tachycardia and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received: added patient demography, new events: autoimmune disorder type of disorder: raynauds syndrome, lupus, fibromyalgia, hypertension and tachycardia, hairloss, migration of essure device location of device: uterus, perforation (uterus), perforation (fallopian tube), abdominal pain, complication of device removal and device monitoring procedure not performed. Product tab implanted date and anted date updated. Event onset dates updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain / cramping"). The patient was treated with surgery (to remove the essure implant.). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.